Event description:
Clinical registry. It was reported by the facility that 8 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The patient was admitted to the facility one day prior to the index procedure presenting with an acute myocardial infarction and was in cardiogenic shock. The index procedure the following day identified and treated two lesions. The first lesion was located in the ostial portion of the right coronary artery (rca). The de novo lesion was totally occluded, 3.7mm in diameter, 10mm in length, mildly tortuous with possible thrombus present. The lesion was pre-dilated with a 2.5x20mm maverick balloon. The physician deployed a taxus express2 3.50x20mm stent. The second lesion was in the proximal to mid left anterior descending (lad) artery. The de novo, bifurcated lesion was 80% stenosed, 3mm in diameter, 26mm in length, mildly calcified and there was possible thrombus present. The lesion was pre-dilated with a 2.50x30mm maverick balloon. The physician deployed a taxus liberte 3.00x32mm stent. The patient was given aspirin and clopidogrel following the procedure. The patient expired 8 days later, prior to being discharged. The cause of death per the facility was "congestive heart failure." A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #8998957 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Manufacturer narrative:
Per the physician, the death is "unrelated" to the taxus stents.